Event description:
Report from the USA stating that the device will not secure the attachment. It is known that the device was being used during surgery. There were no injuries however it is unknown if medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes. Reliability engineering evaluated the devices, and the reported problem was partially confirmed; both attachments exhibited damage from wear, and a bur could not be inserted into s/n (B)(4). This condition was likely due to normal component wear out from use over time, as no signs of improper cleaning or maintenance were observed. The device was able to be attached to a motor, and met all specifications with no problems observed. If add'l info is rec'd, a supplemental MDR will be sent.